Event description:
Patient with unipolar pacemaker using lifevest wearable automated defibrillator -wad- developed polymorphic ventricular tachycardia detected by the wad as an arrhythmia. Inconsistencies in the analyzed arrhythmia waveform due to the presence of the unipolar ventricular pacemaker artifacts lead to termination of the treatment algorithm. The vt eventually degenerated into ventricular fibrillation and the pt expired. In this case, we found there to be two potential explanations for the treatment failure. Both possibilities involve misinterpretation of unipolar pacing artifacts by the wad, a potential interaction which the co identifies clearly in its literature on the device. It is possible that the wad detected the unipolar pacemaker artifacts, which in turn dominated the rate detection algorithm leading to the device to interpret the heart rate as the pacing rate. Alternatively, the wad may have ignored the fb channel due to chaotic signal characteristics and large pacemaker artifacts. This hypothesis is supported by the method of arrhythmia detection utilized by the device. The algorithm reviews each lead for the presence of clipping -signal voltages reaching or exceeding the algorithm's input capability-. Clipping will cause the algorithm to place less reliance on that particular lead. The algorithm may ignore suspicious input from one lead and use the remaining lead to determine the presence or absence of an arrhythmia. Qrs morphology is analyzed as a vectorcardiogram compared in real time with a template obtained during device set up. Programmed rate and failure to match the template contributes to the device's determination that a treatable arrhythmia exists. However, if one of the leads is unusable, template matching is not used. Instead, the algorithm relies primarily on rate along with stability and onset criteria, similar to an ICD. In this pt, pacing artifacts were prominent only in the fb channel and, along with the chaotic signal, are frequently clipped; making it highly probable that the fb channel was ignored in detection. As arrhythmia detection proceeded, the wad required re-analysis due to widely varying signals. When clear ventricular complexes returned, the therapy was cancelled due to the rate being less than the detection rate of 200 bpm. Dates of use: twenty days in 2006. Diagnosis: 1. Ventricular arrhythmias, 2. Refused ICD placement.